Event description:
Acls protocols during a cardiac arrest. Defibrillated at 120j, 150j, and 200j x3. While attempting to defibrillate at 200j the 4th time, monitor failed to fully charge. Noted error message, "bridge test failure." All connections checked and reaffirmed that they were connected properly. Attempted to charge, received same failure message as above, turned monitor switch to "monitor" setting and back to defib. Attempted to charge. Charge failed with same error message as above. I was never able to successfully defbrillate this pt. During the second or third successful shock at 200j, noted the monitor actually delivered 242j instead of 200j.